Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the pump black box showed evidence of short battery life as illustrated with a 10 count voltage drop on 17-oct-2017. The battery compartment was intact with no damage or evidence of moisture ingress. The returned battery cap fully secured to the pump; a power loss was not observed. All current readings measured above specifications. The pump¿s cover was removed and all current readings returned to specification after unplugging the cgm module from the printed circuit board (pcb). No intermittent condition was found to the cgm module or to the pcb. The complaint of short battery life was duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.